Event description:
Pt had non sustained vt with ef of 20%. Had inducible vt on ep sutdy and underwent ICD implant. ICD generator changed in 2/1999 and at time lead function judged to be appropriate. Came for ICD clinic appointment on 7/2000 and found to have inappropriate oversensing resulting in shock delivery on 6/20/2000. Analysis of stored egm by medtronic engineers suggested malfunction of the lead. Lead was explanted and new lead implanted.